Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a deformation, yellow particles, and creases. A weight test of the device was performed and verified the weight of the device within specification. Clouds and voids were observed in the gel after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: d.4, d.10, h.3, h.4, h.6.

Event description:
Healthcare professional reported left side "implant capsular," baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "implant capsular," baker grade unknown. The device has been explanted.